Event description:
Reporter called to report defective injection pen. Reporter stated when she tried to release the medication leaked out and spilled all over her leg. Patient was not able to use pen. No adverse event reported. Patient still has injection pen available to evaluation.